Manufacturer narrative:
Findings: pump passed displacement test. No battery low alarm noted. No unexpected ramping numbers noted. No moisture damage found on electronic assembly. Intermittent button response due to corroded keypad traces. Cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. It was also reported that insulin pump has cracks around the display window and that the pump has an unresponsive keypad. Customer's blood glucose reading was 89 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.